Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total hysterectomy for uterine fibroids, the thread broke when the vagina was sutured. Re-suturing was performed with another new suture. There was no patient injury.